Event description:
The caller states that the left side wheel is bent and is rubbing on the frame of the chair. The caller also states that the chairs wheel locks are loose and not holding.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.